Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The probe was replaced and the system passed all testing. Codes b01, c07, and d02 are applicable to this analysis. The probe, lot number: 220307, was returned to the manufacturer for analysis. It was reported that the probe had a missing post. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had a damaged articulating arm probe where one of the posts was bent off. The manufacturing representative (rep) stated that the three remaining posts/spheres still allowed them to verify the instrument. There was no patient involvement.

Manufacturer narrative:
Correction: the aware date of the reportable information from the analysis was 2025-jul-19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.